Event description:
Patient came into emergency room with an acute stroke. Pt. Was brought to our neuro ir lab for mechanical clot removal. The penumbra clot removal catheter kinked while in patient and had to be removed. Md stated that the catheter was not kinked prior to being inserted in the pt. No harm was caused to the pt. New catheter was used without incidence.